Event description:
Fied. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis, pain and mobility. No further patient complications were reported.